Manufacturer narrative:
Device evaluated by manufacturer: synergy ous, mr 3.5 x 28mm stent delivery system (sds) was returned for analysis. The stent detached and separated from the stent delivery system (sds) and was not returned. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon. Crimp marks on the balloon are evidence of contact between the balloon and stent. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The product stent protector was not returned for analysis however internal diameter is within specification. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06497 it was reported that stent moved on balloon and stent damage occurred. During unpacking of a 3.50mmx28mm synergy drug-eluting stent, it was noted that the stent had come away from the balloon and that the stent struts were damaged. Another 3.50mmx28mm synergy drug-eluting stent was selected however, the same issue was noted. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06497. It was reported that stent moved on balloon and stent damage occurred. During unpacking of a 3.50mmx28mm synergy¿ drug-eluting stent, it was noted that the stent had come away from the balloon and that the stent struts were damaged. Another 3.50mmx28mm synergy¿ drug-eluting stent was selected however, the same issue was noted. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.